Event description:
It was reported that the target lesion is in the mildly tortuous, moderately calcified left anterior descending artery and was 90% stenosed. Pre-ilatation was performed with the 2.0 x 15 mm rx voyager at the lesion for 8 atmospheres for 15 seconds. On the second inflation at 10 atmospheres the balloon ruptured. There was no resistance felt during advancement or retraction of the balloon catheter in the patient. Intravascular ultrasound was performed, followed by the successful deployment of a 2.5 x 28 mm xience v. The physician commented that the balloon rupture possibly occurred due to the calcification in the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx voyager revealed a tear in the proximal balloon seal, which was likely interpreted by the account as a balloon rupture. The scanning electron microscopy (sem) lab analysis indicated a leak in the proximal seal with no evidence of mechanical damage on either surface of the tear. However, a cross-section view of the tear showed evidence of a seal, suggesting that the device was sufficiently sealed at the time of manufacture. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Although a conclusive cause for the tear in the proximal seal cannot be determined, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.